Event description:
A (B) (4) female patient contacted lifecor customer support to report that the ac adapter is not connecting correctly to the base of the battery charger. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord connector was broken off and damaged. The connecter was replaced. The battery charger was retested and restocked. The root cause of the defective connector is unknown, but is probably due to forcing a mismatched connector together. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.